Manufacturer narrative:
The device remains implanted and not available for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve within another transcatheter bio prosthetic valve (valve-in-valve), the patient experienced respiratory failure. Cardiopulmonary resuscitation (CPR) was initiated, but was unsuccessful and the patient died. The physician believed that the chest compressions may have dislodged the valve and blocked the coronary artery. No autopsy was performed and no cines were available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.